Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported multiple pipelines was not being used when the movement occured. The pipeline was implanted at it's intended location. The device did not jump during deployment. The tip of the catheter movered during deployment. The normal device release movement was performed.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a primary shipping box, a secondary shipping box, an opened pipeline flex outer carton ((B)(6)), an opened pipeline flex inner pouch ((B)(6)), and a dispenser coil. ¿ damage location details: the pipeline flex embolization device was returned within the marksman catheter. The pipeline flex pusher was found extending out from within the marksman catheter hub for ~45.0cm. The marksman catheter body was found damaged from ~7.5cm to ~13.5cm, at ~117.0cm, and at ~127.5cm from the proximal end of the catheter hub. The pipeline flex pusher tip coil was found extending out from within the marksman catheter distal tip. No damages were found with the marksman catheter distal tip. No bends, kinks, or stretching was found with the pipeline flex pusher. However, the pipeline flex pusher distal hypotube was found detached at the distal hypotube weld (solder joint). The pipeline flex braid proximal and distal ends were found open but frayed. Dried blood was found on the pipeline flex braid and pusher. The pipeline flex pusher sleeves and tip coil were found intact. ¿ testing/analysis: the pipeline flex embolization device was pushed out from within the marksman catheter with resistance. The detached pipeline flex pusher was sent out for sem / eds elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿unintended movement¿ and ¿catheter kick back¿ reports could not be confirmed. In this event, the patient¿s severe tortuosity and the movement of the catheter tip during deployment likely contributed to the difficulty in deploying the pipeline flex embolization device. Regarding the customer¿s ¿resistance/stuck in catheter¿ report, the issue was confirmed. Resistance was encountered pushing the pipeline flex embolization device out from within the marksman catheter during testing. In addition, damage to the marksman catheter body, pipeline flex braid, and pipeline flex pusher can occur if the device is advanced/retrieved against resistance. Resistance can be caused by using an incompatible catheter, not maintaining a continuous flush, or patient vessel tortuosity. The marksman catheter is compatible with the pipeline flex embolization device, ruling out the use of an incompatible catheter as a potential cause. Information regarding whether a continuous flush was maintained was not reported; therefore, it could not be ruled out as a potential cause. The patient¿s severe tortuosity likely contributed to the reported resistance in this event. Regarding the detachment of the pipeline flex pusher, in addition to advancing/retrieving the device against resistance, detachment can occur due to inadequate solder/tinning. However, the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the first attempt to release the first third of the device already positioned in the lesion, there was a small descent/detachment of the system, causing the need for re-covering for new repositioning. After being repositioned when restarting the release of the device, it got stuck inside the release microcatheter (marksman) and even with some maneuvers and attempts, it was not possible to externalize the divertor and release it. So, to avoid any harm and damage to the patient's health, it was decided, as indicated by the industry, to exchange the device and delivery microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, unruptured left internal carotid artery (ica) aneurysm. The access v essel was the right femoral artery with a diameter of 9mm. The landing zone was 3.4mm distally and 3.8mm proximally.  It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure was satisfactory.